Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # 354d36. E1: unk initial reporter first name. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with a broken anvil shroud and not attached to the metal anvil, missing clamp arm pivot pin and an anvil clamp dowel pin still attached to metal anvil. Also, no reload was returned for analysis. During the visual inspection, the internal tab of the anvil shroud was broken, completely separate from the anvil half. The proximal end of the anvil shroud was reviewed and the witness marks were present. Witness marks indicate the device was mis clamped without having the device halves locked. The device was returned with a missing clamp arm pivot pin. It's possible that the pivot pin fell out when the anvil shroud was broken. Additionally, the device was tested with a test reload for functionality and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The damaged noted on the anvil shroud was confirmed and it is related to improper use of the device due to the witness marks present. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 354d36, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bowel resection procedure had trouble with it closing. Said they couldn't get it to close and fire. The procedure was delayed by ten minutes. The procedure was completed successfully with no adverse consequences for the patient.